Event description:
Patient called in to report service error code. Patient wcd system is currently active however they have to constantly adjust to clear the code. The service required event code indicates a wcd system issue that if it were to recur could result in the wcd failing to provide needed therapy.

Manufacturer narrative:
Device evaluation of the alleged malfunction required retrieval of the device from the patient; return to the contract manufacturer for decontamination, inspection, data retrieval and initial testing; followed by shipment to the manufacturer of record for failure investigation and root cause analysis. Returned therapy cable passed weight, safety, and eit. The reported condition could not be replicated. There is no indication of a product malfunction. The reported service error code can be erroneously generated if the patient has not fully inserted the plug connector during power up or removes/re-plugs it in during power up. Will continue to trend for future occurrences. UDI related data quality update. Revised section h5 to labeled for single use? "Yes".